Event description:
Customer had on-going issue with ise results. She provided sodium results three patients, samples were repeated at another facility using an ortho analyzer: patient 1, initial result 118, repeat 124 mmol/l. Patient 2, male, (B) (4), initial result 122, repeat 129 mmol/l. Patient 3, male, (B) (4), initial result 129, repeat 137 mmol/l. Initial results were reported, treatment was not given based on the initial results. All three were hospitalized due to their original diagnosis. Sodium electrode lot # was not available. The field service representative determined consumables and the presence of a salt bridge to be the cause. He found the salt bridge when he removed and cleaned the ise unit. He also checked ise tubing and valves. He replaced ise solutions and installed all new electrodes. The field service representative performed performance tests and a precision test. The customer calibrated and ran qc which was acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent repor to FDA.